Event description:
It was reported during a routine field service maintenance visit, a broken bur was observed inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
The attachment (4100700000 sn (B)(4)) and the partial bur subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken in the attachment. Based on review of the information provided in relation to this reported event and as only a partial bur was returned, the root cause of this event is undetermined.

Event description:
It was reported during a routine field service maintenance visit, a broken bur was observed inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.